Manufacturer narrative:
An investigation has been initiated and any additional information will be reported in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the allograft caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
During a retrospective clinical study, it was noted that synergraft aortic valve and conduit was implanted in a extracardiac rv-pa placement procedure. Thirteen days after implantation, the patient developed trivial pulmonary regurgitation/insufficiency. Approximately 5.11 years later, the trivial insufficiency was upgraded to mild. Then approximately 6 years after implantation, the allograft was explanted due to development of moderate to severe conduit obstruction with mild regurgitation and outgrowth.

Manufacturer narrative:
During a retrospective clinical study, it was noted that synergraft aortic valve and conduit was implanted in an extracardiac rv-pa conduit placement procedure. Thirteen days after implantation of the allograft, the patient developed trivial pulmonary regurgitation/insufficiency. Approximately five years later, the trivial insufficiency was upgraded to mild. Then approximately six years after implantation, the allograft was explanted due to development of moderate to severe conduit obstruction with mild regurgitation and outgrowth. As such, this event was investigated as a complaint and the results are summarized below. A review of the processing records revealed the allograft was processed according to all processing specifications prior to release. A review of the literature indicates an explant of this nature is not an unexpected outcome. The cause of the early graft failure in this case can not be precisely determined from the available information. However, it appears likely there was a relative stenosis of the allograft due to growth of the recipient.